Event description:
It was reported that the procedure was to treat a guidewire induced mild perforation in a de novo, left anterior descending coronary artery that is 99% stenosed. The 2.8x16mm graftmaster covered stent failed to cross due to anatomy. The guiding catheter was changed and a new graftmaster covered stent was used to successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.